Event description:
It was reported that the health care professional (hcp) requested a review of stored atrial tachy response (atr) episodes for the patient with this pacemaker as an anomaly with the right atrial (ra) lead was suspected. Technical services (ts) noted a lead safety switch that had occur due to pacing impedance being high out of range greater than 3000 ohms. A review of a stored atr revealed what looked like fracture noise. It was noted that after the safety switch the impedance has remained high out of range and both ts and the hcp suspected a possible lead damage. It was also noted that the patient had been to the emergency room due to shortness of breath (sob) and ts noted that in a rhythmiq event the atrial pacing events were falling in top of actual ventricular events and then device would ventricular pace as programmed. Ts discussed possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.